Event description:
Additional information received 25mar2021: the site has corrected the endoleak from a type 4 and to a type 1b.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 71-years old male patient in french reimbursement study with a sacciform aneurysm in the descending thoracic aorta underwent tevar with zta-p-38-117 (complaint device). The proximal zone of stent graft implantation was zone 4. No adverse effects were reported. Pre-procedure CT showed vessel wall thrombosis in both distal and proximal aortic neck > 50% of circumference. The pre-procedure maximum aortic diameter was 93 mm. The 4 days follow-up CT revealed a type 1a endoleak. The secondary intervention due to 1a endoleak was not performed. It was reported that the patient underwent a flattening of an under renal abdominal aortic aneurysm 13 days after tevar. 2 years follow-up CT revealed a maximum aneurysm diameter on 60 mm and a total length of covered aorta on 110 mm. 4 years follow-up CT revealed type 1b endoleak. The patient underwent secondary intervention, where a thoracic endoprosthesis extension was used. No adverse effects were reported. The physician states that there is a relation between endoleak, the device and the procedure. The patient remains in the study. Review of the device history record gave no indication of the device being produced out of specification. Per the IFU, landing the proximal and the distal ends of the device in parallel aortic neck segments without acute angulation (> 45 degrees) or circumferential thrombus/calcification is important to ensure fixation and seal. IFU also states that a two-component repair (proximal and distal component) is recommended, as it provides ability to adapt to the length change over time. A two-component repair (proximal and distal component) also provides active fixation at both the proximal and distal seal sites. Per the IFU endoleak is a known potential adverse event. Based on the provided information and review of documentation it has not been possible to determine an exact cause of the reported event. The circumferential thrombus in the aortic neck might have contributed to the endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: type 4 endoleak on 4 year fu and uns 3. On (B)(6) 2016 (15 days prior to procedure) pre-procedure assessment and imaging was done. The morphology was vessel wall thrombosis in aortic necks > 50% of circumference in both proximal and distal neck. Proximal neck diameter: 32 mm. Proximal neck length: 35 mm. Distal neck diameter: 30 mm. Distal neck length: 35 mm. Main access vessel minimum lumen diameter: 9 mm. The primary thoracic endovascular aortic repair (tevar) indication was thoracic aortic aneurysm (taa).types of taa was indicated by the site as: taa max diameter >= 6 cm and sacciform aneurysm. The patient was a asa class 2 (a patient with mild systemic disease.) On (B)(6) 2016 (date of study procedure) the following device was implanted: lot# e3511019 catalog# zta-p-38-117- proximal component. The proximal zone of stent graft implantation was zone 4. No additional procedures were performed. No reportable adverse events observed during the implant procedure. No endoleak left uncorrected. No evidence of false lumen perfusion. No evidence-collapse of proximal component. No additional technical observation. Uns 1. (B)(4) on (B)(6) 2016 (4 days post-procedure) the patient had a CT scan performed. The scan revealed a maximum aneurysm/dissection/ulcer diameter on 94 mm and a total length of covered aorta on 110 mm. The scan revealed a type 1 a endoleak, with the location specified as proximal neck. This has been reported under the (B)(4) uns 2. On (B)(6) 2016 (13 days post-procedure) the patient had a vascular event of aneurysm. The event was treated in a diagnostic procedure and other intervention not related to tevar specified as: flattening of an under renal abdominal aortic aneurysm. 1-month fu. On (B)(6) 2016 (16 days post-procedure) the patient had a CT scan performed. The scan revealed a maximum aneurysm/dissection/ulcer diameter on 94 mm and a total length of covered aorta on 110 mm. No technical observations/imaging abnormalities was observed on this imaging exam. Uns 1. On (B)(6) 2016 (4 days post-procedure) the patient had a CT scan performed. 12-month fu. The patient missed for this visit. 2-year fu. On (B)(6) 2018 (757 days post-procedure) the patient had a CT scan performed. The scan revealed a maximum aneurysm/dissection/ulcer diameter on 60 mm and a total length of covered aorta on 110 mm. No technical observations/imaging abnormalities was observed on this imaging exam. 3-year fu. The patient missed for this visit. Reason for track wise entry: 4-year fu. On (B)(6) 2020 (1305 days post-procedure) the patient had a CT scan performed. The site has not provided the measurement of the maximum aneurysm/dissection/ulcer diameter or the total length of covered aorta on. Query has been posted to obtain this information, no answer at time of reporting. A type 4 endoleak was revealed the site has specified the location as collet distal. The site described that this is a new endoleak and that the endoleak resulted in a clinical intervention. No evidence of false lumen perfusion. No evidence of stent graft migration. No evidence of collapse of proximal component. No other additional technical observations. Uns 3. On (B)(6) 2020 (1305 days post-procedure) the patient had a vascular event of a type 4 endoleak. The site specified it as; type 4 distal endoleak and progression of the thoracic aneurysm at the level of the distal neck. The event was treated in a secondary intervention on (B)(6) 2020 related to tevar specified as an endovascular procedure of a thoracic endoprosthesis extension. The site indicated that the event was not related to the study device or the study procedure. The event ended on (B)(6) 2020 and the patient was discharged on (B)(6) 2020. No technical observations/imaging abnormalities were observed after the secondary intervention. No reportable adverse events were observed during the secondary intervention and post-operative course. Patient outcome: the patient keeps following the study follow up program and remains in the study.

Manufacturer narrative:
Manufacturer ref#(B)(4). Re-investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17mar2022: 14dec2020: the patient experienced an event of pseudoaneurysm, treated with a thoracic endoprosthesis extension with distal extension(s). The site identified the event as being related to the study device but not the study procedure. The site specified the reason for the secondary procedure was type I endoleak and aneurysm expansion. 16dec2020: the patient experienced rupture of the external csf drainage catheter over a length of 12 cm with migration opposite l2-s1 treated with l3-l4 laminectomy to extract the catheter fragment with no success. This event is identified as ongoing. The site has deemed the event not related to the study device or the study procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). The additional information received on 17mar2022 does not change the previously performed investigation. Therefore investigation submitted on 24aug2021 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.